Event description:
During the initial implant procedure, the left ventricular (lv) lead was unable to advance in the catheter when attempting to slit the catheter. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of resistance noted during slitting the catheter with the slitter was confirmed. As received, a complete lead was returned in one piece partially inserted inside a partially slit catheter. Visual examination did not find any anomalies on the lead, but the analysis of the associate catheter found signs of the hypo-tube of the slitter rubbing against the inner wall of the catheter consistent with procedural damage. The cause of the slitting difficulty was isolated to the hypo-tube rubbing against the inner wall of the catheter.